Event description:
It was reported that during a da vinci-assisted surgical procedure that the vessel sealer extend instrument was having cutting issues. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument failed the cut test. The housing was removed and found the instrument had a broken blade. The blade was missing and measures approximately 0.093" x 0.100". The broken piece was not returned with the instrument. A review of the instrument logs showed no failures.